Event description:
Customer reported there is no image on monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the scusi pcb. System operates as intended.